Event description:
Healthcare professional reported, left side "rupture" of a saline device. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: delamination observed assessed as adhesive failure. As per the investigation procedure, particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "ruptured" (deflation). Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture" of a saline device (deflation).

Event description:
Healthcare professional reported left side "rupture" of a saline device. The device remains implanted.

Event description:
Healthcare professional reported left side defaltion. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 18jul2024. Correction to g.3. Aware date of supplemental medwatch #4. Aware date should have been listed as 14aug2024.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side "ruptured" (deflation). Device has been explanted.